Manufacturer narrative:
Considering the minor deviation of the device, it is very unlikely that the device has contributed to this event. We suspect, that maybe the pinning technique has been not optimal as described in the instructions manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Product was received with following information on (B)(6) 2020: "the pin pressure is not holding & caused a patient laceration. The tech watched the surgeon apply pressure 3xs with this clamp and it released. They got a different clamp which held pressure to complete the case."